Event description:
It was reported that the device was used during a gastric bypass, roux en y. The surgeon was using the new gripping reload (white) cartridge for the jejunojejunostomy anastomosis and when inserting into the bowel he noticed that the mucous was getting caught on the gripping service/raised deck. More force was required to get the device into the bowel. After firing, it was noticed when removing the device, the tissue was sticking to the reload on the raised cartridge deck. The surgeon had to manipulate the device to remove. The same device was used to complete the case. No adverse consequence to the patient was reported. Device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.